Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump received with cracked case at display window corner and minor scratched display window.

Event description:
It was reported that the customer stated it was impossible to press any button on the insulin pump. Advised that a replacement insulin pump would be sent. The customer's blood glucose was 5.6 mmol/l. Nothing further reported.